Manufacturer narrative:
G4: 30jan2020. B4: 17feb2020. H11: correction to malfunction and no patient involvement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020.date of report: 12feb2020.

Event description:
The customer reported base screw was broken and won't mount. Technical support also founds an error code indicating battery failure. There was no patient involvement. Service support, during evaluation, confirmed the reported problem and found breaks in the base screw, top cover, rear bezel, front panel, and end cap bezel. The battery failure was confirmed, and the unit was missing bottom feet. Service support replaced the central processing unit, cover tray, top cover, rear bezel, front panel, end cap bezel, internal battery, foot kit, and performed annual preventive maintenance. The unit passed performance verification following repairs.